Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of atrial flutter and pacing inhibition of greater than 2 seconds. Additionally, oversensing led to one episode of inappropriate anti-tachycardia pacing (atp) delivery. The patient was noted to be pacemaker dependent. Technical services (ts) suggested getting chest x-ray done. The system remains in service and no adverse patient effects were reported.